Event description:
Package of wooden teething toys purchased from (B)(6). Package arrived and has labels. No origin or place of manufacturer. No company info or child safety tracking labeling, absolutely no labelling of any sort on or around product package besides upc. Title of product when purchased on (B)(6) is as follows "hombae wooden teether rings natural wood teething toys for infant, wooden teether animals for toddler, soothing pain relief toys for baby shower gift "called (B)(6) customer service to ask on safety of product they assured its safe but couldn't give any info on product or if it has any testing or certification. Product problem: unsafe size and shape for teething toys and children's toys. Sharp edges, small pieces, no warning with product included. Product is made from dry splintering wood. Purchase dates: (B)(6) 2018, the product was damaged before the incident: no, the product was modified before the incident? No.